Event description:
It was reported that the impedance values of the pace/sense portion of the right ventricular (rv) lead were high and out of range. Stored device data also revealed a high number of short interval counts (sic) due to oversensing. A fracture was suspected so the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (B)(6) 2012; 5076-52 implantable pacing lead (B)(6) 2007. (B)(4).